Event description:
Cross reference with MFR. Numbers 3006697299-2014-00079 ((B)(4)) and 3006697299-2014-00080 ((B)(4)). It was confirmed that the same cam cable was used on two different monitors when the opening reading was 129mmhg after zeroing. The unit was in contact with the patient. The probe was changed. The patient did not sustain an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.